Manufacturer narrative:
Follow-up #1 date of submission 02/02/2015-product analysis:the device was returned and evaluated by product analysis on 01/20/2014 with the following findings:a battery compartment crack was observed. The returned battery cap threads were damaged; the cap was unable to attach properly to the pump; a power issue was not experienced. Unrelated to the complaint, the display screen was dim and discolored. The keypad was found to be torn. Evaluation revealed the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under the up, down, and contrast key contacts. No damage or defect was found to the pump internal components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.